Event description:
It was reported that the customer had no delivery alarm and failed battery test on the insulin pump. The customer's blood glucose level was 158 mg/dl. It was explained to the customer in order to troubleshoot their insulin pump they need to change set and reservoir. The customer was advised also to change battery and will sent battery cap because it is damaged. The insulin pump work fine and advised the patient to monitor. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).